Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aroratic balloon pump (iabp) there was overheat error.there was no patient harm reported.